Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-76946.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and she had been experiencing high blood glucose all day. Blood glucose value at the time of the incident was 423 mg/dl. During the call the customer checked her blood glucose and it was over 500 mg/dl which she treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind and prime and the insulin pump passed the displacement test. The customer mentioned being hospitalized on (B)(6) 2015 with high blood glucose of 800 to 900 mg/dl. Customer was advised to change the infusion set and monitor the insulin pump.